Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/24/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after a spaceoar vue placement procedure, the patient experienced diarrhea, irritation, and discomfort after 2-3 weeks. In the physician's assessment, this may be related to a rectal wall infiltration with a possible fistula. Additionally, bleeding, edema, inflammation, and swelling were reported. The patient was referred to a gastroenterologist for further evaluation.

Event description:
It was reported that after a spaceoar vue and transperineally fiducial markers placement procedure, the patient experienced diarrhea, irritation, and discomfort after 2-3 weeks. In the physician's assessment, this may be related to a rectal wall infiltration with a possible fistula. Additionally, bleeding, edema, inflammation, and swelling were reported. The patient was referred to a gastroenterologist for further evaluation. The patient's radiation treatment was delayed as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/24/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11. Blocks h5 and h6 (impact codes) were updated based on additional information.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/24/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a24 is being used to capture that the event is no longer reportable. Block h11. Blocks b5 and h6 were updated based on additional information.

Event description:
It was reported that after a spaceoar vue and transperineally fiducial markers placement procedure, the patient experienced diarrhea, irritation, and discomfort after 2-3 weeks. In the physician's assessment, this may be related to a rectal wall infiltration with a possible fistula. Additionally, bleeding, edema, inflammation, and swelling were reported. The patient was referred to a gastroenterologist for further evaluation. The patient's radiation treatment was delayed as a result of this event. Additional information. It was reported that in the physician's assessment, the patient's symptoms (diarrhea, pain, discomfort, bleeding) were unrelated to the spaceoar vue and he plans to proceed with radiation as planned.